Event description:
The customer reported being hospitalized due to high blood glucose. Troubleshooting was declined, and the customer stated that she will call back to continue testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.